Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 in order to treat symptomatic cystourethrocele concurrently with a video cystoscopy. It was reported that the patient experienced postoperative vaginal bleeding from the distal end of the surgical incision and distention/abdominal pain on (B)(6) 2009. It was reported that the patient underwent mesh revision/removal (transvaginal excision of extruded mesh with local flap repair) on (B)(6) 2009 (extruded mesh) and (B)(6) 2010 (exposed vaginal mesh). No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.